Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the pt's right coronary artery. Upon the initial inflation attempt, the delivery balloon ruptured at 2 atm of pressure, leaving the stent partially deployed at the target lesion site. The delivery system was withdrawn from the pt without complication. An add'l balloon catheter was used to fully expand the stent at the target lesion site. There were no clinical sequelae reported relative to the event.